Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose (bg) level was 36 mg/dl. The cause of the low bg was unknown. Customer consumed carbohydrates to address low bg. A cartridge change was performed resolving the issue.